Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the ulnar-ulnar arteriovenous fistula (avf) in the left arm through a brachial artery and vein access, the catheters were advance without issue but were unable to proximal the end of the catheters; the magnets that coapt advanced further distal beyond the proper ulnar vein and artery. It was further reported that the catheters did come together but when brought them back to the field of creation, the proximal magnets were allegedly too far apart and unable to create the fistula. Therefore, the catheter were removed through the introducer sheaths without issue from the patient. A surgical fistula will be scheduled for a future date. The was no reported patient injury.

Event description:
It was reported that during an attempt to create the ulnar-ulnar arteriovenous fistula (avf) in the left arm through a brachial artery and vein access, the catheters were advance without issue but were unable to proximal the end of the catheters; the magnets that coapt advanced further distal beyond the proper ulnar vein and artery. It was further reported that the catheters did come together but when brought back to the field of creation, the proximal magnets were allegedly too far apart and unable to create the fistula. Therefore, the catheters were removed through the introducer sheaths without issue from the patient. A surgical fistula will be scheduled for a future date. The was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review was not required for the reported lot number as this is the first complaint. Investigation summary: a sample evaluation was performed. The venous catheter effective length was measured and found to be approximately 50.3cm in length. The arterial catheter effective length was measured and found to be approximately 51.3cm in length. Magnets attracted to each other and catheters were coapted. An image was provided and reviewed. The image reviewed identified that there does not appear to be apposition of the magnets on the device catheters. The investigation is inconclusive as the actual conditions of use could not be reproduced. The root cause could not be determined based upon available information labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.